Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. No clinical details provided were sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported pump was working properly, but suddenly low flow alarm. Transthoracic echocardiography (tte) was performed, and no flow was provided by the pump. Patient was brought to the operating room to remove the pump. No patient harm was reported.